Event description:
Baxter reported a nurse found adverse flow of vitamin with small amount of anesthesia (morphine hydrochloride) during patient use. In 05 at 20:40, the bag containing morphine hydrochloride set in a lock box was attached to a 6060 pump. The 6060 pump st was attached to a main infusion's y-site and the infusion was started. In 05, due to pain, the patient could not sleep the night, the following day at around 6 or 7 am, the patient threw up. The hospital stated that this might have been due to the usual patient's disease symptoms. At 8:40 am, the vitamin from the main line flew adversely to the sub-line, where the 6060 pump set and the bag the colored vitamin form the main line was invading the sub-line. No medical intervention as reported. No additional information was available.